Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2019-01398. 1. Section b. Box 5. Describe event or problem 2. Section d. Box 1. Brand name 3. Section d. Box 2. Product code 4. Section d. Box 2. Common device name 5. Section d. Box 4. Lot number/catalog number/expiration date/unique identifier 6. Section g. Box 5. PMA/510(k) # 7. Section h. Box 4. Device manufacture date this report is associated with MFR report number: 3005168196-2019-01397.

Event description:
On (B)(6)-2019, the patient underwent a thrombectomy in the carotid terminus (carotid t) using a penumbra system 3d revascularization device (psr3d) and a penumbra system jet7 reperfusion catheter (jet7). The patient¿s initial national institutes of health stroke scale (nihss) was a 11; however, the principle investigator (pi) noted that the nihss was at 20 later in the day. A stat computerized tomography (CT) shows no bleed but stroke in the right frontal and right parietal lobe consistent with CT perfusion and cerebral edema. This event is considered resolved with clinical sequelae as of (B)(6) 2019. These events were adjudicated to be serious adverse events with a possible relationship to the jet7 and psr3d, and a possible relationship to the index procedure.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01397.

Event description:
On (B)(6) 2019, the patient underwent a thrombectomy in the carotid terminus (carotid t) using a penumbra system 3d revascularization device (psr3d) and a neuron select catheter 5f (5f select). The patient¿s initial national institutes of health stroke scale (nihss) was a 11; however, the principle investigator (pi) noted that the nihss was at 20 later in the day. A stat computerized tomography (CT) shows no bleed but stroke in the right frontal and right parietal lobe consistent with CT perfusion and cerebral edema. This event is considered resolved with clinical sequelae as of (B)(6) 2019. These events were adjudicated to be serious adverse events with a possible relationship to the 5f select and psr3d, and a possible relationship to the index procedure.